Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: 2.50x18, 2.75x12mm xience alpine, 3.00x28mm xience sierra. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, hypotension and thrombosis are listed in the xience sierra, everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The additional xience sierra and 2 xience alpine devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that in (B)(6) 2017, the patient presented with ischemic cardiomyelopathy and underwent a coronary stenting procedure for a lesion in the proximal to mid left anterior descending (lad) coronary artery with 80-90% stenosis. A 2.50 x 18 mm xience alpine stent was deployed in the mid lad and a 2.75 x 12 mm xience alpine stent was deployed in the proximal to mid lad without issue. On (B)(6) 2019, the patient underwent further percutaneous coronary transluminal angioplasty (ptca) for unspecified symptoms. In stent re-stenosis of the alpine stents was diagnosed by angiogram. A 3.00 x 28 mm xience sierra stent and a 3.00 x 23 mm xience sierra stent were deployed in the proximal to mid lad to treat the re-stenosis. The patient was reported to be well post procedure and was therefore discharged; however 5 days later the patient developed chest pain and low blood pressure and was re-admitted ((B)(6) 2019). Angiogram confirmed in stent thrombosis and the patient was treated with medication and additional balloon angioplasty. A non-abbott heart pump was used during the procedure. Post procedure the stents were confirmed to be patent and the patient was reported to be stable in hospital. No additional information was provided.